Event description:
The fixing ball on the shaft of the trial implant broke off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. This investigation report indicates that the head of the t-pal large trial implant was broken off in the posterior area (similar to the applicator inner shaft). It could be due to excessive mechanical loads causing the breakage. A review of the device history record revealed that the device was manufactured within accordance to its specifications and no complaint related issues were found.